Event description:
It was reported that the patient went to the emergency room (ER) with complaints of a vibrating sensation over the pacer site occurring over a two hour period. This vibration occurred every 15 minutes and lasted 10 seconds. Assessment of the device showed no events or alerts with good pace sense function of all three leads, and x-ray indicated no change. All diagnostics indicated normal function. Therefore, no further action was taken and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.